Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod for longer than 48 hours their blood glucose level had rose to 300 mg/dl. In addition the pod reportedly was leaking during wear. As treatment, the patient applied a new pod.